Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (>2500 ohms) and loss of capture. The patient was subsequently seen in-clinic where provocative maneuvers were performed. Noisy signals and high impedance was reproducible. The physician elected to program the device output mode to resolve the event and continue with normal follow ups. The rv lead remains implanted and in service. The patient was stable with no adverse consequences.